Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted vaginal hysterectomy; there was 300cc bleeding/oozing after 10-15 good seals. The bleeding occurred across various tissues with round and broad ligament, uterine vessels, vaginal area which tissue bundles were less than 7mm. Activation tone was heard and jaws were cleaned after 10 or so activations. Ft10 generator was used during the procedure with valleylab mode set at 30.

Manufacturer narrative:
Correction: (UDI). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted vaginal hysterectomy, there was 300cc bleeding/oozing after 10-15 good seals. The bleeding occurred across various tissues with round and broad ligament, uterine vessels, vaginal area which tissue bundles were less than 7mm. Activation tone was heard and jaws were cleaned after 10 or so activations. The surgeon completed the procedure with the same device without blood transfusion needed. Generator was used during the procedure with device mode set at 30.